Manufacturer narrative:
(B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic analysis of the returned wire revealed indications of a tensile overload of the safety ribbon wire with bending loads within 3mm of the distal tip of the specimen device and concurrent stretching of the coil wraps resulting in approximately 35cm of stretch damage beginning 3mm from the distal tip of the device. The wire presents approximately 3.25cm of ribbon wire and 1.45cm of core wire protruding through the stretched coil wraps at approximately 31.8 and 31.6cm from the tip of the stretched outer coil. Kinks are located 2.95mm from the distal tip with displaced coil wraps and several other bends of varying severity and varying degrees of scraped ptfe coating scattered over the length of the specimen. The specimen also presents extensive deposits of dried blood-like material within the damage distal region and scattered over the length of the device. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. The batch is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #2134265-2010-02808. It was reported during a diagnostic catheterization procedure catheter and guidewire entrapment occurred. The physician was performing a left heart catheterization with an unspecified j curved starter wire and a 6f expo im guide catheter. During the procedure the wire became "stuck" in the catheter. The physician removed the devices together and completed the procedure with another of the same catheter and guide wire to complete the case. There were no patient complications reported.

Event description:
Same case as MFR report #2134265-2010-02808 it was reported during a diagnostic catheterization procedure catheter and guidewire entrapment occurred. The physician was performing a left heart catheterization with an unspecified j curved starter wire and a 6f expo im guide catheter. During the procedure the wire became "stuck" in the catheter. The physician removed the devices together and completed the procedure with another of the same catheter and guide wire to complete the case. There were no patient complications reported.